Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device failing the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the device failed the homechoice rite (return instrument test / evaluation) electrical ground bond test. The product analysis lab evaluated the device. The assignable cause for rite test failure - ground bond was determined to be a poor door ground wire connection. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter will continue to monitor similar reports to determine if further actions are required.